Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (approximately 20 mg/dl). Customer stated they believe their settings need to be adjusted. Customer drank milk and ate cookies to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.